Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. Moreover, unable to evacuate hematoma. Additional information obtained from the field indicated that hematoma was patient related due to medication taken. The device and lead were explanted. No additional adverse patient effects were reported.